Event description:
It was reported that patient presented for scheduled procedure. During procedure, right ventricular (rv) lead was found to be broken. The lead was not used and replaced with new lead. There were no patient consequences and the patient was recovering.

Manufacturer narrative:
The reported event of lead break was confirmed. As received, a complete lead was returned in one piece. Helix was retracted and clogged with blood/tissue. Visual examination of the lead found the insulation was separated at the is-1 connector boot region consistent with procedural damage. The outer coil was stretched in this region. The cause of the reported event was isolated to separated insulation consistent with procedural damage.